Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be damaged. Upon testing the fluid path, fluid was observed leaking out of a tear in the cannula. The exact cause and timing of the damage could not be determined. The download data showed no alarms, timeouts, or drive stalls that would indicate a failure of the device to deliver insulin. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 526 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. As treatment, boluses were delivered, patient drank water and a new pod was applied.